Event description:
It was reported that the epidural IV tubing set leaking at the engagement of the male luer, resulting in the patients not receiving adequate dosage of fentanyl /bupivacaine during labor. The nurse replaced the IV tubing sets and got the patients' pain under control.

Manufacturer narrative:
The customer¿s report of epidural IV tubing set leaking at the engagement of the male luer was confirmed. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. No issues were observed. Functional testing was performed. The leaks occurred at the engagement between the microbore pvc yellow stripe tubing and male luer components. Further observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripes of the microbore tubings. The root cause of epidural IV tubing set leaking at the engagement of the male luer was a manufacturing issue.

Event description:
It was reported that female patients during labor were not receiving adequate dosing of fentanyl /bupivacaine medications due to epidural IV tubing set leaking at the engagement of the male luer, resulting in the patient's not receiving adequate dosing of epidural medication. The nurse had to replace the IV tubing sets and get the patients' pain under control.

Manufacturer narrative:
Additional information/updated: section b.5.

Event description:
It was reported that the epidural IV tubing set leaking at the engagement of the male luer, resulting in the patients not receiving adequate dosage of fentanyl /bupivacaine during labor. The nurse replaced the IV tubing sets and got the patients' pain under control.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, information was not provided.

Event description:
It was reported that female patients during labor was not receiving adequate dosing of fentanyl/bupivacaine medications due to epidural IV tubing set leaking at the engagement of the male luer, resulting in patients not receiving adequate dosing of epidural medication. Rn had to replace IV tubing sets and get patients' pain under control.